Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ fallopian tubes peroration / fallopian tube collapse'), uterine perforation ('perforation / migration /'), embedded device ('emebedment in uterus'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), pelvic inflammatory disease ('pelvic inflammatory disease'), internal haemorrhage ('internal hemorrhage'), genital haemorrhage ('gen. Abnorm.bleed'), seizure ('seizures') and intestinal obstruction ('intestinal obstruction') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), intestinal obstruction (seriousness criterion medically significant), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), pelvic pain ("pelvic pain"), infection ("infections") and soft tissue inflammation ("inflammation of tissue") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) and underwent a bilateral salpingectomy and/or hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, ectopic pregnancy with contraceptive device, pelvic inflammatory disease, internal haemorrhage, genital haemorrhage, seizure, intestinal obstruction, back pain, abdominal pain, pelvic pain, infection and soft tissue inflammation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, back pain, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, genital haemorrhage, infection, internal haemorrhage, intestinal obstruction, pelvic inflammatory disease, pelvic pain, seizure, soft tissue inflammation and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2013 discrepancy noted for essure removal date- (B)(6) 2015 previously reported (B)(6) 2016 received treatment for events- migrations, fallopian tubes perforation plaintiff did undergo confirmation test. (Discrepancy noted in pfs). Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs received: previously reported event- events- " pelvic pain, genital bleeding, ectopic pregnancy, infections, internal hemorrhage, intestinal obstruction, pelvic inflammatory disease, soft tissue inflammation, device ineffective", reporter added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain ("severe abdominal pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy) and surgery (underwent a bilateral salpingectomy and/or hysterectomy). Essure (ess205) was removed in (B)(6) 2006. At the time of the report, the uterine perforation, device dislocation, back pain, abdominal pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation and uterine perforation to be related to essure (ess205). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.